Event description:
It was reported that the 6600 system made a buzzing sound and alarmed when images were taken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The eprom and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.